Manufacturer narrative:
Detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional event details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil broke internal to the patient. An embold fibered 4x15 was selected for use in the coiling procedure. The target vessel was moderate to severely tortuous. During the procedure, upon retraction into an unknown 0.035 microcatheter, the coil came apart. The coil pieces were removed from the patient and disposed. There were no patient complications as a result of this event.